Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to the patient's operative report and sticker page only. We have contracted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2006 - the patient was implanted with a bard/davol flat mesh and a non-davol product during an anterior and posterior perineoplasty procedure. The attorney's report alleges permanent injury, pain and suffering, and defective mesh.